Event description:
Pt admitted due to severe cut. Surgeon was saw metal shavings in wound. Wound was irrigated and metal shavings were removed. Bd335r was the only instrument used up to that point in procedure. Facility did not see any damage to the instrument.